Event description:
The event occurred on an unspecified date in march 2024 and involved a 60" (152 cm) appx 1.0 ml, smallbore ext set w/microclave¿ clear, clamp (blue), luer lock. It was reported via medwatch ((B)(4)) on 31-jul, which stated that when flush was hung after synthroid was given, this rn (registered nurse) noticed that the medication at the hub (near the IV pump) was leaking. Tubing was then replaced, no harm noted. There was patient involvement and no patient or staff harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Pending device history records.

Manufacturer narrative:
The complaint on the mc330425 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was performed and no non conformities were found that would have led to the reported complaint.